Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial left knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023, reason for revision was not reported. Poly swap indicated. There was no device breakage or surgical delays. The patient was last known to be in stable condition following the event. No device return anticipated. Reason was not reported. No device images, patient history, or x-rays were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, g. Implant date is unknown. Serial number, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.